Event description:
It was reported that the audible alarm on a ventilator failed during patient use. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm . There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the alarm speaker. The unit then passed all performed testing and operated within the manufacturing specifications.